Event description:
Additional information indicates that the lead also exhibited noise and low impedance.

Event description:
New information indicates the lead was explanted and returned.

Event description:
It was reported that the atrial lead dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis of the lead found an insulation abrasion at 4.4 cm to 4.9 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. The damage found likely contributed to the noise problem and low impedance observed in the field.